Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment and spring were neither damaged nor corroded. The customer was assisted with troubleshooting and display did not returned back. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
On (B)(6) 2021 the customer reported that the insulin pump cannot turn on. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked keypad overlay. Device passed displacement, sleep current measurement, and active current measurement tests; it failed self test. No unexpected blank displays were noted during testing. Self test failed because the vibrator failed to vibrate when it was supposed to. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the device history file, in the long trace file, or in the power management graph. The adapt tool was utilized to search for any unusual battery alarms or insulin pump errors that may have occurred around the event date. The adapt tool confirms that a multitude of 58 = failed batt test alerts occurred on (B)(6) 2021 at 20:57:07, 21:14:27.000, and 21:14:31 to name the first three and that a multitude of 84 = battery removed alerts occurred on (B)(6) 2021 at 20:56:35.000, 21:04:40.000, and 21:14:00.000 to name the first three. All of these alerts occurred less than the expected interval of 2 weeks of each other. The adapt tool also reveals that no unusual pump errors occurred around the event date. The case was cut open. After visual inspection, there is corrosion in/around the following: battery compartment, battery board. In summary, the customer's report that the pump cannot turn on was not confirmed during testing. The pump failed self test due to the moisture damage on the battery board which is where the vibrator is located. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.